Manufacturer narrative:
The device history record (DHR) for the device subject of the reported event was reviewed and no issues were noted; the device was manufactured to specification. The subject device was returned to us endoscopy, where examination found the device was functional in both the forceps open and closed positions. The device was further examined under magnification. Contrary to the user facility report all components of the moray micro forceps were confirmed present and intact. The forceps assembly measures 0.8 mm in diameter and 1.9 mm in length when closed. The small size of the closed assembly may have contributed to the user's perception that a portion of the assembly was missing. This information has been communicated to the user facility. In-service training was offered to the site, however the site refused the training.

Event description:
The disposable moray micro forceps is intended to sample tissue from lesions that can occur within and outside the gastrointestinal tract (e.g. Pancreas). The user facility submitted (B)(4), reporting a piece of the moray micro forceps became detached during procedural use. There was no report of harm to the patient or the user.